Event description:
A full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier years were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. Post surgery, it was reported that an s-lift implant had backed out of a pt and revision was necessary to remove the implant. The surgeon was unsure of why the implant backed out, but speculated that the far annulus put some recoil tension on the cage. It was noted that the backed out implant was easy to locate and remove. The implant was removed and replaced. F/u with the field rep revealed that the surgeon was new to the procedure and the application that he used conflicts with spinefrontier's s-lift surgical technique.

Manufacturer narrative:
According to the field rep, the surgeon was new to the procedure and the application that he used conflicts with spinefrontier's s-lift surgical technique. The rep added that the surgeon may not have completely fixated/secured the device in the chosen position/angle. Engineering confirmed that the implant dislodged from the pt due to improper positioning. It was noted that the annulus was not fully released on the contralateral side, which does not allow for the implant to be properly placed in the disc space. Stp 6 of the s-lift surgical technique dictates "release the contralateral annulus and shave the cartilaginous endplates with the cobb elevators." Because the contralateral annulus was not released, the distal end of the implant wasn't allowed to be placed in the proper position per the surgical technique.